Manufacturer narrative:
(H3, h6): the manufacturing representative arrived on site to test the imaging system but was unable to duplicate the reported issue. The collimator blades were then adjusted for proper alignment. A full system checkout was performed, and the system performed as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: (B)(6), product ID: bi71000920, product ID: bi71000171. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a electrode and probe placement procedure. It was reported that the site observed a large white disc artifact in the images while using the imaging system for confirmation scans. The first spin was completed without any artifact. The clinical staff (cs) powered down and rebooted the system before performing the second spin. During the second spin, the artifact appeared in the image. The site was able to confirm the image but was not satisfied due to the presence of the artifact. The cs again powered down and rebooted the system before acquiring another image. It occurred intra operatively and there was no delay to the case. No reported impact to the patient.